Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the display device showed a transmitter failed error on (B)(6) 2016. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed. The customer complaint of transmitter failed error was confirmed. The root cause was determined to be a failed transmitter.